Event description:
Report received of an incident involving a tubing set that leaked at the clave. The pt was status-post cesarean section. The pt was receiving lactated ringers with pitocin. The reporter stated that the pt discovered the IV fluid leaking from the clave port onto the floor. It was reported that the "inside of the clave port was depressed and would not come up". The set was changed out without further incidence. The reporter stated that the clave port had not been accessed. The reporter did not specify which clave port had the leak. There was no report of bleed back or blood loss. There was no report of pt harm or adverse pt effect. The set was examined at the user facility. It was reported that the inside of the clave appeared to have been stuck with a pin in a attempt to get the inside of the clave to spring up . The reporter stated that the pin marks were made after the set was removed from the pt. Although requested, no additional info was available.